Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient was complaining of hip pain so the surgeon revised."